Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 07/2024).

Event description:
It was reported that during a recanalization procedure in the left common femoral artery through antegrade approach, the catheter allegedly clogged up. It was further reported that tip of the device allegedly broke inside the patient. Reportedly the tip was removed from the patient. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation and pictures/videos were not provided for review. Therefore, the investigation is inconclusive for the reported break and mechanical jam issues. A clear root cause could not be identified but a helix break represents a known inherent risk. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 07/2024), device not returned.

Event description:
It was reported that during a recanalization procedure in the left common femoral artery through antegrade approach, the catheter allegedly clogged up. It was further reported that tip of the device allegedly broke inside the patient. Reportedly the tip was removed from the patient. The procedure was completed using another device. There was no reported patient injury.